Event description:
A report was received that the patient was having to charge his ipg more frequently following a lead revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information received indicated that the patient underwent an explant re-implant procedure. The patient is reportedly doing well. Device evaluation indicated that the ipg passed photographic imaging tests performed. The battery depletion rate was measured above the 13 mv limit, and the sleep current exceeded the typical 80 ua range. A thermal camera sensed high temperature on the analog ic. Such symptom is the characteristics of analog ic damage due to high-voltage transients. The patient had a lead revision recently, and the timing of the sudden changes suggests that the ipg had been exposed to an environment similar to the electrocautery usage. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient was having to charge his ipg more frequently following a lead revision. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommended an ipg replacement.